Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation issue was confirmed. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. During testing, the white adapter was hand removed from the female connector, therefore the reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection (separation) between the dark blue part (female connector) and the light blue part (main body) of the twist clamp of a minicap extended life pd transfer set. This occurred during use for peritoneal dialysis therapy. It was further reported that the transfer set ¿could not disconnect¿ from the amia automated pd cycler set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.